Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump rebooted several times throughout the day. The patient noticed this about six months ago and kept twisting the battery cap until the pump would work. The patient reported that when she tightened the battery cap the yellow o-ring was visible. Once customer technical support reviewed proper technique with the patient on tightening the cap with a coin, the pump still rebooted. The patient reported there was no trauma to the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed evidence of unexplained power events. The battery compartment and cap were found to be intact. The battery cap secured to the pump with no yellow o-ring visible. The pump was exercised for 24 hours without no power issues. The battery cap was tested and found to be within specifications. The pump was opened and no moisture or power circuit issues were found.